Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected post-reset alarm noted. Device passed displacement test and self test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and a pump error. The customer¿s blood glucose level was 160 mg/dl. The customer stated that they were unable to clear the alarm. Customer was able to rewind the insulin pump. The customer stated that the after troubleshooting pump error appeared again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.